Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a no delivery alarm during manual prime. The customer's blood glucose level was 420 mg/dl. The customer reported the alarm was resolved by a reservoir change. The customer was advised that the device was working as designed and the alarm was caused by a possible connection issue between the tubing and reservoir. The product was not replaced or returned.